Event description:
A case was presented at an academic conference of a patient that experienced (B)(6) peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Treatment and cause of peritonitis was not reported. On an unreported date, the patient recovered from (B)(6) peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Additional information pt's age: the patient's age at the time of the event was unknown, but the patient was (B)(6) years old at the time of this report. Additional information date of event: the peritonitis event occurred between 1991 and 2007 this conference took place in (B)(6) with representatives from hospitals in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.